Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No related complaint received with return of device. Conclusion: failure observed during analysis. External insulation abrasion was noted at 38.8-39.1cm from the distal tip, consistent with lead friction to another device or feature of the heart. External insulation abrasion was noted at 48.6-48.8cm from the distal tip, consistent with lead friction to the ICD can. Externalized conductors due to internal insulation abrasion were noted at 9.7-16.1cm from the distal tip. Internal insulation abrasions were noted at 7.5-9.1cm and 10.8-11.0cm from the distal tip. The etfe coating was intact at these locations. Externalized conductors due to internal insulation abrasion were noted at 11.3-15.0cm from the distal tip. The etfe coating was abraded at this location. (B)(6).